Event description:
Patient was on venturi mask set for fio2 of 50%; mask not delivering set amount of o2 and patient sats dropped to low 80's. Flow meters discharged out, ran off a tank, and verified with an analyzer, with the white entrainment device. The highest fio2 analyzed was 25%. The staff then placed on 31% with the blue entrainment device and the highest fio2 analyzed was 25%. Staff tried 3 different venturi devices of the same brand with the same results. Every patient in the hospital checked to see if using this device; none found in use elsewhere. Venturi masks removed from use in entire facility, pending resolution by materials management.